Event description:
The customer stated that, she tested her blood glucose using contour and elite xl meters. The contour read 221 and 247 mg/dl, while the elite xl read 42 and 24 mg/dl. The differences between the readings falls in the "d" and "e" zones of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Testing supplies were to be sent to the customer for further troubleshooting of the elite meter. No product will be returned at this time.

Manufacturer narrative:
A serial number was not provided for the meter, so it was not possible to determine a manufacture date.